Manufacturer narrative:
Date rec'd by MFR: 09aug2019. The reported complaint of the air flow sensor being out of specification was not duplicated. No fault was found on the returned air flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29april2019. The service engineer (se) inspected the device. The se confirmed the reported issue and found in the ventilator diagnostic logs error codes for fails safety valve test and a check valve 2 (cv2) leak. The se replaced the flow sensor and check valve to address the reported issue and the ventilator passed all testing.

Event description:
It was reported that the ventilator was failing extended self test (est) and safety valve test. There was no patient involvement. Event date not specified: estimate used.